Manufacturer narrative:
Records indicate this system remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock due to oversensed noise in alternate vector. The shock vector was reprogrammed to secondary to mitigate the oversensing. Approximately a year later the patient received an inappropriate shock due to oversensed noise in secondary vector. Troubleshooting options were discussed. No adverse patient effects were reported.